Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise being oversensed as non-sustained ventricular tachycardia (nsvt). Noise was reproduced with isometrics. It was also reported that there was pacing inhibition in less than one second. Pacing lead impedance measurements had jumped from 500 to 1000 ohms. Boston scientific technical services (ts) discussed that it sounded like a lead issue and it¿s the physician¿s prerogative to revise the lead or not. Additional information was obtained and indicated that the patient was scheduled for a follow-up visit to further evaluate their system/lead. This ICD remains in service. No adverse patient effects were reported.